Event description:
It was reported premature infant was admitted at twenty-six weeks for immature thermoregulation, respiratory distress in newborn, and evaluation of newborn for sepsis. Dextrose 10 water (500ml), which had previously discontinued and should have not been infusing at the time was noted to have had an over infusion. 200ml had infused in one hour and twenty-five minutes. Patient was noted to have pulmonary edema secondary to fluid overload, hypotension, hyperglycemia (2290 mg/dl) and hyponatremia (97 mmol/l). CPR was administered. Vasopressors were started to treat the hypotension, insulin bolus started to treat hyperglycemia, and sodium chloride 3% infusions to treat hyponatremia. At this time, patient is still hospitalized. Additional information was received during on-site visit by manufacturer representative: per the nicu manager, the patient was a 26-week-old premature baby ¿ the patient was not stable prior to event. The patient came in on transport with a peripheral IV infusing d10 in a 500ml IV bag. Once at the hospital the clinicians established two umbilical lines and changed fluids over to the umbilical lines. The pumps are changed from ¿transporter¿ pumps to the pumps in the room upon arrival unless the situation is super critical. It was reported that typically tubing would not be left hanging outside the pump; the nurse would have thrown away the d10 IV set or turned the channel off and left the tubing in the pump. But, at the time, the nurse clinician removed the tubing from the channel (because the channel was needed for the fluids on the umbilical lines), but they left the tubing hanging on the IV pole so they wouldn¿t lose the med dose that they had already started. The clinician reportedly relied on the safety clamp to close. The roller clamp was open. After this event, the hospital learned through their own investigation that nurse clinicians often do not close the roller clamp prior to opening the pump door. The tubing was outside of the pump for about 1.5 hours, and it was about 1 hour until the baby coded. The free flow issue was realized only when the baby started coding - when the nurse went to use the tubing that had been previously removed from the channel to administer epinephrine. According to clinician, she disconnected this tubing from the peripheral IV to push the epinephrine when they noticed that the fluids seemed to be ¿pouring¿ out the distal end of the tubing. Because the IV bag was not saved it was difficult for the team to quantify how much fluid was gone from the IV bag. The clinicians approximated roughly half of the 500ml IV bag infused. The patient was treated with vasopressor support, nitric oxide, and "likely lasix".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of dextrose (d10w) was not able to be confirmed or replicated with the information provided. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. The facility sent the service history report of the suspect pump module s/n (B)(6) containing work orders, preventive maintenances and service notes made by a third-party company trimedx; however, the service report is not validated for log analysis purposes. Based on the information provided by the facility is not possible to ascertain programming or event details associated with the alleged incident. The requested device logs were not provided by the facility so the report of the infusion programmed on the date of the event could not be identified. It is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause: the root cause for the complaint of over infusion of dextrose was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported premature infant was admitted at twenty-six weeks for immature thermoregulation, respiratory distress in newborn, and evaluation of newborn for sepsis. Dextrose 10 water (500ml), which had previously discontinued and should have not been infusing at the time was noted to have had an over infusion. 200ml had infused in one hour and twenty-five minutes. Patient was noted to have pulmonary edema secondary to fluid overload, hypotension, hyperglycemia (2290 mg/dl) and hyponatremia (97 mmol/l). CPR was administered. Vasopressors were started to treat the hypotension, insulin bolus started to treat hyperglycemia, and sodium chloride 3% infusions to treat hyponatremia. At this time, patient is still hospitalized.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information.

Event description:
It was reported that the infusion pump had an over infusion. There was patient involvement, but the outcome is unknown. Multiple requests were made for additional information; however information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.